Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It should be noted that during the manufacturing and product development evaluations, all of the spacer features were in good condition with no damage noted. All of the interbody plate features were also in good condition with no damage noted. The blocking mechanism was in good working condition and could successfully block a screw. There was no indication that the dissociation could happen without any external loading or forces. When properly aligned, the interbody plate and spacer could successfully be reassembled or retained. Original awareness date is (B)(4) 2012. Placeholder.

Event description:
It was reported that during acf at c6-c7 using zero p va system, while inserting the peek implant, the plate portion of the implant separated from the peek and popped off. Surgeon removed the peek implant and the plate, then used another implant to complete the procedure with no further problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that the titanium part was separated from the peek part. No manufacturing related fault could be detected. As a result of the design, the spacer can dissociate from the interbody plate if it is mishandled and loads are applied to each part in opposite directions and in the orientation of the keyed interconnection. The implant is most susceptible to this occurrence during implantation if uneven insertion forces are applied to the interbody plate and spacer. Dissociation could also happen if the hole prep and screw insertion instruments are used outside of the recommended screw insertion angle ranges. The product design evaluation revealed this complaint to be indeterminate.

Event description:
This is report 1 of 1 for file (B)(4).